Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m62 implantable tachy lead, (B)(6) 2013; 429888 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that on the day of implant following pocket closure, high thresholds and loss of atrial capture were noted. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event. The patient was noted to be part of the (B)(4) study.